Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). E1) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: during the index procedure on (B)(6) 2016, the patient received a gunther tulip filter. The primary reason for filter placement was a no venous thromboembolism (vte) present, but at risk for vte related to a hypercoagulable state, surgery, history of deep vein thrombosis (diagnosed (B)(6) 2015), and a contraindication to anticoagulation. The inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, migration, tilt, extravasation of contrast, or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 17.6 mm. On (B)(6) 2016 (same day as procedure), the post placement x-ray was performed. There was no evidence of filter fracture, embolization, tilt, or migration. Analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt in the ap view was 1.3 degrees and 2.2 degrees in the oblique view. On (B)(6) 2016 (102 days post-procedure), the three-month follow-up clinical assessment was completed. Filter retrieval was not scheduled because the patient was unwilling to undergo retrieval and the physician noted there was no clinical indication to remove filter due to an ongoing cancer treatment. Since the last contact, the patient had not experienced a reportable event. On (B)(6) 2016 (197 days post-procedure), the six-month telephone follow-up was completed. Since the last visit, the patient had not experienced a reportable event. On (B)(6) 2017 (398 days post-procedure), the 12-month clinical assessment, ultrasound, CT, and x-ray was performed. The filter was not scheduled to be retrieved due to an ongoing risk for pe. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or right lower extremity veins. There was thrombus in the left lower extremity. The CT of the abdomen and pelvis revealed no evidence of filter embolization. There was a grade 1 filter leg interaction with the ivc wall. The x-ray revealed no evidence of filter fracture or embolization. There was evidence of migration. Filter tilt was < 6 degrees. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. According to the description of event, imaging from 398 days post-procedure demonstrated eight grade 1 and four grade 2 interactions with the ivc wall. Placement images demonstrate no evidence of significant tilt or perforation. Follow-up x-ray images demonstrates tilt of 20 deg relative to the bony landmarks. However, CT scan from same day show a divergent course of the ivc relative to the lumbar vertebral bodies at the l2/l3 level, indicating the tilt measured by bony landmarks alone is a significant overestimation. As measured on CT scan, there is no evidence of significant tilt. The CT scan demonstrates interval development of three grade 2 interactions with the wall of the ivc and a single grade 3 interaction involving the primary filter leg extending through the ivc wall abutting the left gonadal vein. The root cause for the reported perforation of ivc cannot be determined. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 15may2017: on (B)(6) 2017 (398 days post-procedure), the 12 month follow-up clinical assessment, CT of the abdomen and pelvis with intravenous contrast, x-ray, and ultrasound were completed. The filter was not scheduled to be retrieved because of an ongoing risk for pe. The CT revealed no evidence of filter embolization and a grade 1 filter leg interaction with the ivc wall. Analysis of the CT revealed no evidence of filter embolization. There were eight grade 1 filter legs and four grade 2 filter legs that interacted with the ivc wall. There was no evidence of hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. The ultrasound revealed the presence of thrombus in the left lower extremity. Analysis of the ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremities. The x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 8.0 degrees and 17.4 degrees in the lat view.